Event description:
Related manufacturer reference number:3006705815-2023-01599. It was reported that following a motor vehicle accident, the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken in 2020 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.